Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed that the stent was deployed successfully and that the guide wire got stuck in the delivery system upon removal. The guide wire could not be removed during sample evaluation. Furthermore, it was found that the trigger mechanism of the delivery system was continued to be activated when the stent had been fully released which led to high compressive load and subsequent deformation of the delivery system catheter. Potential factors that could have led or contributed to the lumen deformation and subsequent guide wire issue have been evaluated. Previous investigations of similar complaints have been reviewed. Rough handling of the device as well as a difficult vessel anatomy may contribute to increased friction between guide wire and guide wire lumen. In this case, no procedural details were provided. Reportedly, the lesion had been pre-dilated. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "deployment of the stent is complete when the proximal stent radiopaque markers appose the vessel wall." And "if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guide wire together."

Event description:
It was reported that after successful deployment of the vascular stent in the sfa, the delivery system could not be withdrawn over the 0.035" guide wire. The delivery system and guide wire were removed from the patient as one unit. No further treatment was performed. There was no reported patient injury.